Manufacturer narrative:
No reported patient involvement. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(6) - manufacturing date: october 1, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of several stardrive matrix shafts were discovered in a worn condition during a restock of field equipment. The reporter indicated that the issue was most likely due to normal wear and tear. No reported patient or procedural involvement. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: while restocking equipment it was noted that the tips on three t25 star-drive shafts (03.632.002 lots 6968776 (x2) and 6872567) were worn down, likely as a result of wear and tear; no patient or surgical involvement. The returned drivers were examined and the complaint condition was able to be confirmed as the drivers were found to be worn with distal lobes deformed in each instance. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. It was additionally reported that (2) t25 star-drive shafts long, (03.632.072 with lots 6847767 and 6968780) had worn tips; however the devices were not returned. The investigation will be updated if the parts are returned at a later date. The calculated occurrence rate is acceptable under the system risk assessment. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.